Manufacturer narrative:
Philips service rebooted the system, temporarily clearing the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low load fluoro was selected, and a tube issue caused image quality degradation on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.